Manufacturer narrative:
Concomitant medical products: metasul durom, component for acetabulum, 56/50, code p, catalog no# 01002104056; lot no# 2437087, metasul ldh, head adapter, l, +4, taper 12/14-18/20, catalog no# 0100185147; lot no# 2399445, pf stem, lateral, ha, uncemented, 8, taper 12/14, catalog no# 0106062008; lot no# 4012369. Therapy date: (B)(6) 2018. The manufacturer did receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to synovial cyst, fluid collection and wear.